Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2014; 5076-45 lead, implanted: (B)(6) 2005; 419388 lead, implanted: (B)(6) 2004. The initial reported event of (infection/erosion) was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and there was pocket erosion and necrosis. Moderate fibrosis was noted in the subclavian, superior vena cava, right atrium, and right ventricle. Also noted was a fracture of the right atrial (ra) lead. The device, implantable pacing lead's, and one implantable tachy lead were replaced. The patient has (B)(6). No further patient complications have been reported as a result of this event.